Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6).

Event description:
The customer reported the cs300 had fault codes 62 (purge failure) and 57 (autofill failure). Patient involvement was reported. However, no injury, death or adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) reported, tested device, could not duplicate symptoms. The fse replaced expired safety disk , batteries and performed full functional verification. The unit passed all functional and safety tests per factory specifications. The fse returned the unit to the customer and cleared for clinical use.

Event description:
The customer reported the cs300 had fault codes 62 and 57. The circumstances under which this event occurred is unknown. There was no patient involvement or no adverse event was reported